Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The consumer was going at a slow speed when the chair allegedly ejected her into her front door and the chair ended up turning on top of her. No serious injury is alleged.